Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack on the insulin pump. The blood glucose reading is 84 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection. Failed battery test alarm due to corroded battery tube.